Event description:
It was reported that there was heat damage to the power plug assembly of the rover. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer service technician re-terminated the power cord end and applied a new power plug. The unit was returned to service.